Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead inhibited pacing due to noise episodes. The patient was not pacemaker dependent patient and the lead will continue to be monitored remotely. The patient was stable.